Manufacturer narrative:
Title: aortic regurgitation after transcatheter aortic valve implantation with balloon and self-expandable prostheses a pooled analysis from a 2-center experience citation: journal of the american college of cardiology (2014) vol 7, no 3; 284-293 (doi dx.doi.org/10.1016/j.jcin.2013.11.011) authors: mohamed abdel-wahab, md et al earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding aortic regurgitation after the implant of this transcatheter bioprosthetic aortic valve. All data were collected from two medical centers between 2007 and 2012. The study population included 394 patients, 276 that were implanted with a corevalve and 118 that were implanted with an edwards sapien. The patients implanted with a corevalve were predominantly female; mean age 81.2 ±7.2 years (serial numbers not provided). Among all patients adverse events included: trace, mild, moderate and severe aortic regurgitation and malpositioning of the implanted device that was treated with a valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.